Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation caused by the right ventricular (rv) lead. Reprogramming was done, which resolved the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.